Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield ultra base unit slipped significantly while holding pt. No pt injury. No surgery delay.